Event description:
Pt was experiencing stress incontinence, cystocele and bladder prolapse. Dr performed surgery using a tvt sling and gynemesh for pelvic support. About 7 weeks after surgery, pt attempted to resume sexual relations, but pt experienced pain - lower vaginal area. A subsequent checkup shows that the tvt sling had cut through the bladder wall and was exposed to the vaginal area. The dr has attempted to surgically close this area without success. The dr had dismissed pt at this point, stating that pt could resume sexual intercourse, but to expect pain. A 2nd opinion appointment indicated a small infection going in the area (given levoquin) and a referral to another dr. The dr recommended that pt not resume sexual relations until the mesh erosion problem is resolved. A 3rd and 4th opinion have both recommended to try and trim the exposed mesh, then see if the area will subsequently heal. If that doesn't work, the mesh will probably have to be removed, but not without significant trauma to the area. There are concerns about further mesh erosion from the gynemesh, as both drs have noted thinning of the skin over the gynemesh areas, as well as vaginal pain where the mesh is. Pt is currently unable to resume sexual relations with their spouse as pt has an unresolved mesh erosion and vaginal cut in the vaginal vault.